Event description:
A report was received that the patient was experiencing difficulty charging the ipg. The patient will undergo a pocket revision as the physician determined that the ipg was too deep in the pocket.

Event description:
A report was received that the patient was experiencing difficulty charging the ipg. The patient will undergo a pocket revision as the physician determined that the ipg was too deep in the pocket.

Manufacturer narrative:
Additional information was received that the patient underwent a pocket revision and is reportedly doing well.